Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported that the device was showing compressor errors. The customer states that they think the device is still operating properly but is unsure. At this time is no known allegation of patient involvement or harm/injury.